Manufacturer narrative:
This event is being reported as a malfunction of the keller funnel device because it may have contributed to the delamination of the breast implant shell. Although there was no injury to the patient in this case, delivery of a delaminated breast implant to the breast pocket space could require additional medical intervention in the event that the delamination is not noticed by the implanting physician. Further information from the reporter regarding product details has been requested. No additional information is available at this time. The device is not available for return. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported "the rupture occurred during the introduction, inside the funnel keller".